Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned fully clip-deployed and the returned condition substantiated the reported product experience. Inspection of the returned device indicated that the locator wings were bent, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal as reported. Consistent with the reported information, we found the access ports and safety release button were utilized to facilitate the device removal as instructed in the instructions for use. Contributing factors for bent vessel locator wings include, but are not limited to: manufacturing, anatomical conditions and deployment technique. Vessel locator wing are inspected during manufacturing for proper assembly. There were no challenging anatomical conditions reported and there was no information reported or definitive evidence in the evaluation of the returned device that suggested incorrect technique. Based on our investigation, the probable cause for the bent vessel locator wings that directly resulted in the reported difficult device removal was determined to be related to the operational context (such as tissue compaction that exerted a distal force on the wings while in the tissue tract; tissue trapped between the distal end of the tubeset and the locator wings) during use of the device and not a product quality deficiency. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot revealed no other incidents with reported difficult device removal after the clip deployment. Also, a query of the complaint database for this lot based on actual investigation findings revealed no other incidents that exhibited bent vessel locator wings that directly resulted in the reported difficult device removal. Overall, there does not appear to be any indication of a lot product quality deficiency.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of a right common femoral artery after an interventional procedure. Reportedly, after firing the clip the starclose se device would not release from the patient's anatomy. The safety features were used successfully and hemostasis was achieved with the clip. There were no adverse patient effects. Though requested, no additional information was provided.